Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 70-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and e-5. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:hi (B)(6) 2016 10:33 pm fasting: no; 2:101mg/dl (B)(6) 2016 10:30 pm fasting: no; 3:hi (B)(6) 2016 10:13 pm fasting: no; 4:hi (B)(6) 2016 09:44 pm fasting: no; 5:hi (B)(6) 2016 09:43 pm fasting: no. Memory concerns: customer called concerned with the hi readings. The time on the meter wasn't set properly. The result of 101 mg/dl in the meter's memory belonged to the husband, who tested himself to make sure the meter was displaying results.